Event description:
A customer reported that the touch screen on their device was less responsive than it had been previously. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.